Manufacturer narrative:
Occupation: unknown. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4) mw5082010].

Event description:
As reported by the patient via the sus report, "left side varicocele embolization performed in 2018 with two 8m cook medical nester platinum coils". Patient reported "post procedure debilitating pain, cramps, swelling and bowel issues present every day eight months later". Patient also reported sensations of "internal burning, digging sensation tortures me 24/7. Radiating pain from coil location, belly button and down my left leg to my foot.." The patient reports", I live with chronic pain, brain fog, and limited mobility/activities. I can't sit for more than 15 minutes at a time. Unable to sleep on either side or back. My only relief comes from laying on my stomach. I've never had bowel issues before the procedure. Now every bowel movement is hard, narrow and mucus covered. Blood in stool present". Furthermore report states the patient is "now seeking coil removal surgery". No other adverse effects were reported for this incident.

Manufacturer narrative:
Investigation ¿ evaluation . A review of the instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document based investigation evaluation was performed. With a inspection activities review and lack of lot information, there is no evidence the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes to "perform final angiogram to confirm coil position within target vessel." Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.